Event description:
Pt was admitted secondary to aicd firing twice while pt was at rest. After interrogation of aicd, findings of questionable oversensing and right ventricle lead failure. Battery voltage time was found to be prolonged as well.